Manufacturer narrative:
Sr# (B)(4). Date sent: 09/15/2004. Result: broken blade. Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. No damage was noted on the remainder part of the blade. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the rectum resection procedure, the blade suddenly broke in the middle. Then changed to use another shear.